Event description:
It was reported that patient's daughter called explaining that patient was feeling shocking feeling from device up to his neck. Daughter asked if device could be shocking him. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.